Event description:
Health professional called to report a lap-band ap adjustable gastric banding system that was removed and replaced, because of an alleged "couldn't get the port to fill." Further findings: during an appointment the pt had little restriction, even though they had a fill a week before. A health professional accessed the port and was only able to get 1.8 cc's out. Fluoroscopy imaging was done by the explanting doctor. He accessed port with huber needle to verify location of leak with saline. He saw pooling of saline to right anterior, outside of the band. Clarification: the doctor replaced the band, but not the port, just connected the new band's tubing to the port. The band is being returned.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."